Event description:
It was reported that the cisplatin medication was programmed at 3:30pm and when the nurse went back to check on the patient, the medication was completed within 3 hours when it should have continued to infuse. The cisplatin was programmed for 52 ml/hr but 1041ml was infused in 15 hours. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.